Event description:
Pt received from ed according to receiving rn and facilitator. They heard a pop and ventilator screen went black and then came back on. They smelled smoke so, they removed the place of equipment and placed pt on a different vent.